Manufacturer narrative:
The biomedical engineer (biomed) called into olympus technical assistance center (tac) personnel to report his issue. During the call the biomed noted that his clv-190 was presenting a b30 scope communication error when used with 190 series scopes. The biomed did note that 180 series scopes were functioning without issue. Tac recommended that the biomed clean the contacts on the scope to see if it was truly an issue with the light source or just the scopes themselves. Tac went on to note that if the issue was with the light source, it would need to be returned for repair. At that time, the customer went ahead and requested to get a return of the subject device scheduled. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the customer's report of b30 scope communication error could not be confirmed. The subject device was tested using several different testing scopes and no error messages were noted, b30 or otherwise. However, a worn out slider switch socket was noted and causing intermittent use of high intensity mode. Additionally, a non-olympus lamp being used with the device and reading at 300+ hours of use. The main switch was up to date, the fan and air pressure were functioning properly. Evaluator's strongly recommend a lamp replacement with an olympus-approved model. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was not producing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, b30 error occurs when communication failure happens between the scope, the light source, and the processor. Given that worn out slider switch socket was confirmed (though, the worn-out slider switch socket is not a reportable event), b30 error occurred seemingly because communication failure was prone to occur, or the error seems to have occurred due to adhesion of dust or dirt to the scope connector connecting part causing communication failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.